Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is exhibiting inappropriate mode switching, high, out of range pacing impedance (greater than 3,000 ohms) and noise on the ra channel. The mv signal is visible and marked by the device as fast atrial activity with several episodes of atrial tachy response (atr). A technical service (ts) consultant was asked to review device data. Ts advised there is episodes of mv oversensing, failure to capture. Ts provided recommendations to perform lead integrity testing, pocket manipulation, x-ray imaging. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.